Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced pain and discomfort in the scrotum all the time, and whenever he uses the pump, it gets worse. The patient stated that the erections are disappointing. Additionally, the patient stated that when depresses the pump, the ridges on the bulb cause extreme pain and discomfort of the scrotal skin. A surgical procedure was performed, to remove and replace the pump. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Pump passed visual inspection. No damage or abnormalities were found. The pump passed the leakage and functional test. Based on the information available and analysis results, the reported patient symptoms of pain and discomfort are known risks associated with ams 700 procedures and are noted as such in the device instructions for use; therefore, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was not provided; therefore, 02/01/2025 was used as an approximate event date. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced pain and discomfort in the scrotum all the time, and whenever he uses the pump, it gets worse. The patient stated that the erections are disappointing. Additionally, the patient stated that when depresses the pump, the ridges on the bulb cause extreme pain and discomfort of the scrotal skin. A surgical procedure was performed, to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Correction to field c2/d10: concomitant product/therapyevent date was not provided; therefore, 02/01/2025 was used as an approximate event date.model number/catalog number: 720185-01serial number: n/a batch/lot number: 1100565968model/catalog description: reservoir flat iz 100 mlunique identifier (UDI) #:(B)(4) upon receipt at our quality assurance laboratory, the ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The pump passed visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptoms of pain and discomfort were found to be listed in the IFU. A risk review was completed and confirmed that the events of pain and discomfort were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the investigation conclusion code of adverse event related to patient condition was assigned to this investigation as the allegations of pain and discomfort are addressed in our labeling and risk documentation. Additionally, the device allegation of no known device problem was confirmed as no failures were identified with the pump.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced pain in the scrotum all the time, and whenever he uses the pump, it gets worse. The patient stated that the erections are disappointing. Additionally, the patient stated that when depresses the pump, the ridges on the bulb cause extreme pain and discomfort of the scrotal skin. No surgery has been informed, and no additional information was provided.

Manufacturer narrative:
Event date was not provided; therefore, 02/01/2025 was used as an approximate event date.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Pump passed visual inspection. No damage or abnormalities were found. The pump passed the leakage and functional test. Based on the information available and analysis results, the reported patient symptoms of pain and discomfort are known risks associated with ams 700 procedures and are noted as such in the device instructions for use; therefore, a conclusion code of known inherent risk of device was assigned to this investigation. Event date was not provided; therefore, 02/01/2025 was used as an approximate event date. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he experienced pain and discomfort in the scrotum all the time, and whenever he uses the pump, it gets worse. The patient stated that the erections are disappointing. Additionally, the patient stated that when depresses the pump, the ridges on the bulb cause extreme pain and discomfort of the scrotal skin. A surgical procedure was performed, to remove and replace the pump. No additional patient complications were reported.